Manufacturer narrative:
The cause for the (B)(6) results is unknown. The quality control (qc) was in range at the time of testing. The patient sample is not available for further testing and investigation. Siemens recommended to the customer that the (B)(6) confirmatory assays be calibrated together at the same time. It is also good laboratory practice to run the repeat replicates on the same instrument that the initial replicate was run on. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the (B)(6) result , siemens cannot rule out pre-analytical factors or sample issue. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the results section: "for diagnostic purposes and to differentiate between acute and (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)."

Event description:
A (B)(6) result was obtained when the customer performed the advia centaur xp hbsag confirmatory (conf) testing. The results for the patient were (B)(6) on two advia centaur xp instruments with the serum and edta purple top tube samples. The customer reported the result as (B)(6). The physician questioned the result and requested that the patient be redrawn. The patient samples were tested (serum and edta purple top tubes) and the results were (B)(6). The initial samples were then repeated and the results were (B)(6). A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) confirmatory results.